Event description:
Related manufacturer reference number: 1627487-2022-02558. It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein one drg lead was explanted and replaced. Effective therapy was restored post operatively. It's unknown which lead was replaced and both are being reported.